Event description:
During removal - sheath of device broke - leaving approx. 4" within pt's pulmonary artery, using radiological guidance. Vascular system was re-entered and fragment removed. No ill effects are apparent.